Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation, when the lens was inside the capsular bag, the haptic torn off somewhere in the middle. The lens was not fixed in the capsular bag and not centered. The lens was explanted in a secondary procedure.